Manufacturer narrative:
Limited information was provided in the initial report of the complaint - additional information was requested including the device return for further investigation. The device was not returned and therefore could not be further evaluated. Without a pn or serial number, a review of the lhr cannot be completed. It was reported that a m6-c was removed. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device was not returned and therefore examination of the explant could not be completed. With the limited information provided, it is not possible to determine the cause of the reported failure for this product experience. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
A m6-c device was explanted - no further information has been provided.

Event description:
A m6-c device was explanted - no further information has been provided.

Manufacturer narrative:
Limited information was provided in the initial report of the complaint - additional information has been requested including the device return for further investigation.